Event description:
The customer reported to philips that the heartstart xl had a power cycle failure. Ther was no patient involvement.

Manufacturer narrative:
Pr # (B)(4). A follow up report will be submitted upon completion of the investigation.